Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard flat mesh (device #3). Additional supplemental emdr's were submitted to represent the bard flat mesh (device #1), ventralex st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of the bard flat mesh (device #1) and ventralex st mesh (device #2). Per operative notes, ¿hernia sac was dissected. Bard flat mesh (device #1) and ventralex st mesh (device #2) was placed and sutured.¿ (B)(6) 2014 - patient was diagnosed with ventral abdominal hernia thereby underwent open repair with implant of bard flat mesh (device #3). Per operative notes, ¿hernia sac was dissected out. Bard flat mesh (device #3) was placed and secured with suture.¿ (B)(6) 2015 - patient was diagnosed with infected abdominal wall wound thereby underwent open repair with explant of old bard flat mesh (device #1), ventralex st mesh (device #2) and bard flat mesh (device #3). Per operative notes, ¿all the infected tissue and mesh was excised. The wound was irrigated. Old bard flat mesh (device #1), ventralex st mesh (device #2) and bard flat mesh (device #3) were removed. A wound vac was applied.¿